Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side pain and exchange from textured to smooth due to the patient's concern with the product. Patient additionally reported "I have developed 2 lumps under my right armpit" and "inflamed lymph nodes". The device remains implanted.